Event description:
Pump was reported to be programmed to infuse an unknown chemo drug at a rate of 150ml/hr as a secondary infusion but the rate reportedly changed to 200mg/hr on its own. The pump's volume to be infused read 166ml but there were only 75ml left in the bag. The patient therefore received more of the chemo drug in less time than intended. No medical intervention was needed and no patient injury resulted. Although attempts were made to obtain additional details regarding specific patient information, the tubing product code and lot # involved, the specific name of the medication involved, the primary medication or any additional incident details, but no additional information was available.